Event description:
Six hours postprocedure, patient experienced cold, blue, pulseless foot related to occlusion of right superficial femoral artery. Vascular surgeon was consulted. Patient was taken to surgery for emergent thrombectomy. Angio-seal plus was actually in the lumen of the artery with the string still coming up thorough arteriotomy site. There was a clot attached to the angio-seal. The angio-seal device with the collagen plug, suture and anchor device were removed from the superficial femoral artery. The patient had good flow restored and recovered without further problems.